Event description:
The customer reported that upon entering the pt's room at 1730, the rn noted the chemo bag to be empty (bag #3/4). The dose was not scheduled to complete until 2300. The rate of chemo infusion was correct; rate over 24 hours was 20.8 ml/hr. The chemo was a mixture of doxorubicin, vincristine and etoposide and the PICC line was flushed appropriately (+bbr). The chemo was set-up as a secondary infusion but programmed as a primary infusion. There were no adverse complaints from the pt and medical intervention was not required. The doctor was notified who advised to continue monitoring the pt and administer the next dose of chemo at the scheduled time of 2300. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.